Event description:
It was reported that the 9800 system displayed a filament error message and that the system made an arc or pop sound. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction could not be verified. However, identified the need to clean an regrease the connectors on the high voltage cable. Cleaned and regreased (re-vapor proofed) the connector. The system was tested and found to be working as intended and placed back into service.